Event description:
The drill over-heated during an "extraction" procedure and burned a pt's lower lip area extending down toward their chin. The customer contact estimated it was a 2nd burn. The only treatment prescribed to the pt by the dr was icing the burn for approximately 24 hour. The contact did not know if any additional medical treatment was sought or of any follow-up visits with the pt.